Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The pretest could not be performed due to the damaged comb, roller and roller gear. The device came in with a 1-1 cutter sn (B)(4) which failed due to the l cutout. Aged repair approval- the comb, roller and roller gear were replaced on the device. The device was tested and calibrated to specifications. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that a skin graft mesher was sent in for annual/preventative maintenance and it was discovered that there was a damaged comb, roller, and roller gear during investigation. There was no patient involvement. No adverse events were reported as a result of the malfunction.